Event description:
A report was received that a patient experienced overstimulation and was scheduled for a lead revision. The physician wanted to replace the entire precision system but during the lead revision, the physician was unable to remove the lead due to excessive scar tissue around the lead. The existing lead was tested and the patient confirmed being able to feel stimulation on both the right and the left side, so the physician decided to replace the ipg only. The patient was reportedly doing well following the procedure.